Manufacturer narrative:
Results of investigation: the avea user interface module (uim) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified the root cause of the reported issue was due to material fatigue.

Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer stated that the ventilator's uim (user interface module) intermittently stays dark on start up. There was no patient involvement.